Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6). H3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. The camera was returned to the manufacturer for analysis. Analysis found that the returned psu had scratches on the housing and lenses. A check of the event log showed a low battery voltage message, along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at 0.765mm with a passing threshold of 0.250mm. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c08, fdc d02 are applicable to the system checkout. Fdm b01, fdr c02, c08 and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a tumor removal procedure. It was reported that the system displayed a localizer faulted message. The event caused a surgical delay of greater than 30 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Surgeons were doing tumour removal for a patient with a brain tumour in posterior fossa infiltrating the brain stem. In this surgery, navigation was very important as it was near the brain stem. Often, the tumour didn't have a clear margin and surgeons relied on navigation. The patient was positioned in prone. If surgeons lost registration with the navigation they had to re-register. They couldn't in prone unless they removed the drapes and started from the beginning. While they were registering, the first navigation system camera would not work. They replaced the whole system which meant they had to borrow one from xx1. They had download this and then brought it over to xx2 as the systems were not compatible. This delayed them for an hour. When the surgeon registered the patient and started surgery, they wanted to open the bone and do a craniotomy and the system crashed. They were not able to start it. Surgeon was considering cancelling the surgery but there was no operating room (or) time available to re-book the patient. If two navigation systems were down, they had problems with equipment. To rebook, the surgeons would have to cancel someone else's surgery. The surgeon decided to go ahead (with his surgery) but it was based on his experience. He would not recommend this for a junior surgeon. The navigation system was delayed another 30 minutes. Because they didn't have a navigation system, they had to go slowly and look for the edges of the tumour. It was extremely stressful and prolonged the surgery. Fortunately, they had other monitoring such as neurophysiological for the brain stem response. Between his experience, anesthesiologist and the neurophysiologist, it did not end up with major issues. The scan showed they removed the majority and there was a small piece left but it wouldn't affect prognosis or treatment.